Manufacturer narrative:
Lot number unknown / not provided

Event description:
Customer reported that the screw loosened in the patients mouth.

Manufacturer narrative:
Zimmerbiomet complaint number #: (B)(4). One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uni-screws, it is recommended to torque at 20ncm. Complaint indicates screw loosening. The alleged event is non-verifiable with the information provided. A root cause for this complaint could not be determined.